Manufacturer narrative:
H3: product analysis as found condition: the apollo catheter was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: onyx residue was found within the apollo catheter hub. The apollo catheter body was found separated at 38.4cm from the proximal end of the catheter hub, ~32.0cm from the strain relief. In addition, an 43.0cm catheter segment was returned. The separated ends of the apollo catheter indicate that the catheter was likely cut. When compared to the product drawing, 90.0cm of the distal apollo catheter was not returned. The apollo catheter segments appears to be occluded with onyx. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter occlusion¿ and ¿catheter resistance¿ reports were confirmed as the returned apollo catheter was found occluded with onyx. It is likely that the onyx prematurely solidified within the apollo catheter, causing the user to experience increased resistance during injection. It is likely that the onyx became exposed to water, saline, blood, or contrast solution causing the onyx to solidify. This can occur in the hub, catheter lumen, or the needle used to draw the onyx from the vial. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the liquid embolic system could not pass through microcatheter. The surgeon used an apollo microcatheter to inject the onyx liquid embolic system but was unable to do so. The surgeon replaced it with a new apollo microcatheter and a new onyx, but still could not inject it out. However, the preoperative flushing was normal, so it was believed that there was something wrong with the liquid embolic system and the microcatheter. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for mild grade arteriovenous malformation (avm) treatment. Avm was not in an eloquent region. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery. Angiographic result post procedure was that the deformity was slightly developed. Additional information received that the dead space of the delivery catheter filled was with dmso. The flushing process was smooth, but there was a lot of resistance when injecting onyx. There was no kink or damage on the catheter. There was no onyx reflux. The operator injected at a constant speed according to the recommended speed. If there was a lot of resistance, he stopped to observe and then continue injecting. The injection waiting time or pause time between the injection was about 10 seconds.